Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found outer tube bending and internal lens damage. Image defect due to internal lens damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable produced a bad image (around (B)(6) 2023). The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found the cover glass and light glass were damaged or broken. There were no reports of patient harm.